Event description:
The plaintiff's attorney alleged the pt experienced cardiac arrest and subsequently expired. Furthermore, it was alleged to have been caused by pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event. MFR #1225714-2015-04991.

Manufacturer narrative:
This is one of two device reports associated with this event.